Event description:
The customer reported that during a patient procedure, using a glidescope core smart cable, the image goes "in and out" and will also "double". The procedure was completed using another glidescope system, which was made available in about two minutes. No harm to the patient or user was reported.

Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.